Manufacturer narrative:
The customer¿s report of an under infusion was not confirmed. Visual inspection of the set 1 noted that the drip chamber vented filter was discolored most likely due to being wetted by the medication that was being used. There were no other anomalies observed. Functional testing resulted in the set flowing freely and showed no signs of anomalies. The set was loaded into a lab pump module for an infusion test. The primary infusion was programmed at a rate of 90ml/h and 90 ml vtbi. The infusion completed successfully delivering the 90ml within the 1 hour with no fluid remaining. The root cause of the customer¿s report was not identified.

Event description:
The propofol (thought to be a 1000 mg/100 ml bottle) was programmed to infuse 90 ml, the nurse found 20 ml remaining in the bottle when a vtbi of zero was expected. No known harm to the patient was reported. The set and devices were sent to biomed for evaluation. The biomed tested the equipment and the pumps passed all performance assurance tests. The air eliminating filter vent on the set was visibly discolored. Biomed testing identified clear evidence of a vacuum inside of the event set during the rate accuracy tests. The drip rate was slower than the programmed rate. Only the event set will be returned for investigation.

Manufacturer narrative:
The product has arrived for investigation, however the investigation has not started. A follow up report will be submitted with failure investigation results after completion of the investigation.

Event description:
The propofol (thought to be a 1000 mg/100 ml bottle) was programmed to infuse 90 ml, the nurse found 20 ml remaining in the bottle when a vtbi of zero was expected. No known harm to the patient was reported. The set and devices were sent to biomed for evaluation. The biomed tested the equipment and the pumps passed all performance assurance tests. The air eliminating filter vent on the set was visibly discolored. Biomed testing identified clear evidence of a vacuum inside of the event set during the rate accuracy tests. The drip rate was slower than the programmed rate. Only the event set will be returned for investigation.